Event description:
User facility reports the following: fractured/broken lor syringe. Incident involved a pt being cut on their face after the lor broke apart spraying pt with lidocaine up their nose, mouth and eyes.